Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012 and suture was used. The needle came away from the suture material like it was a controlled release suture. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for needle pull tensile strength and they met the requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.